Event description:
Current reports from school and speech pathologist indicated child has not been responding to sound with the device as well as in the past. No reports of trauma to the implant site, no change in medical history. Recipient was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00767. For further information please refer to this report.